Event description:
Hip revision due to infection. On (B)(6) 2014 took place the first flushing with debridement and lavasept. On (B)(6) 2014 second flushing with lavasept and debridement. On (B)(6) 2015 all implants have been removed and put cement spacer. It was a staphylokkus lugdunensis. The detection of the ataphylokokkus lugd. Was on the (B)(6) 2015, one day before the revision. MFR ref# 3005180920-2015-00038.